Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged low blood glucose episode with a lowest continuous glucose monitor (cgm) reading of 55 mg/dl while using a freestyle libre plus (fsl3+) sensor. The user had stopped making meal announcements by preference, and the event was treated with oral glucose in the form of two glucose tablets. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.